Manufacturer narrative:
Results and conclusion summation - product performance engineering determined factors that may contribute to resistance advancing the sds, but are not limited to, damage to the sds, oversized stent implant, positive pressure applied to the sds, interactions with other devices, or interactions with the pt anatomy. Furthermore, it is possible that as the sds was advanced, an interaction with the calcified lesion may have damage the surface of the balloon such that upon inflation, it ruptured. Reportedly, the rupture was a pinhole, which can result from an interaction with a sharp object. However, without a returned device for analysis, a definite root cause for the resistance and balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the first inflation, the mini vision balloon ruptured at 10 atm. A pinhole was observed in the distal end of the balloon. Reportedly, there were no patient effects. No additional event or patient info is available.